Event description:
It was reported that the surgeon had planned on using a preloaded intraocular lens (iol), model pcb00, as it is their standard practice. However, halfway through phacoemulsification, a small capsule tear was observed. Account's brief description of the event provided that the surgeon requested a 3-piece lens (suspect iol, model: za9003, 25.5 diopter power) and implanted it in the sulcus. The surgeon did not notice that the haptic was bent until the lens had been deployed inside the capsule and decided to replace the lens. Account believes that the bent haptic was a handling/loading problem. It was indicated that the incision was enlarged with a a 5.2 blade to pull the remainder of the partially cut lens out of the patient's left eye as it was difficult to remove the lens. By the time the iol was completely removed, the capsule had deteriorated further and could no longer support another sulcus lens. Therefore, a competitor anterior chamber lens (23.5 diopter power) was implanted and suturing was required to close the incision. The case was about an hour long, triple the surgeon's usual time. It was provided that 20 mg of triamcinolone was administered due to the excessive manipulation of the eye. Patient was reportedly okay post operation. The iol was discarded post removal. No further information was provided.

Manufacturer narrative:
Date of birth: the exact date of birth was asked but the information is unavailable, only the year of birth of 1941 was provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.